Event description:
On 2026-feb-11 additional information was received from the patient. The patient called back to report they were recently having the same issue on connecting to the ins. The caller mentioned the connecting issue happened again 4 times. The patient clarified they received the new communicator back in october or november. The patient confirmed they paired the communicator in the doctor's office. The caller mentioned the previous night they were getting operation failed error with option to end session. The caller asked if the handset could just be replaced. The agent advised there was no guarantee that they might be able to connect to the ins because as per guidelines they have to be redirected to their doctor. The agent reviewed troubleshooting steps related to the error message however the patient said it did not resolve the issue, so the patient was redirected to their doctor to check the implant. The patient said they have an appointment on (B)(6) 2026 at 9:45am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced a progressively increasing delay in connecting their external device to the stimulator over approximately seven months. The communicator was replaced about six months ago, but this did not resolve the connection issue, and the difficulty worsened, requiring approximately five connection attempts each time. The patient expressed concern regarding device connectivity. The implant area was described as feeling like a "bigger rock" rather than a flat rectangle. The patient reported charging the device frequently and maintaining the battery level above 80%, typically charging once or twice a week and listening for tones rather than using the recharger application. The patient primarily used the my therapy application and did not usually restart the handset or close all applications. On the day of the report, the patient attended a magnetic resonance imaging (MRI) appointment, where connection to the stimulator was eventually successful after multiple attempts, allowing the MRI to proceed. Troubleshooting steps included restarting the handset, toggling bluetooth and location settings, and palpating the implant area. After restarting the handset, the patient was able to synchronize with the implant on the first attempt, and battery levels were confirmed to be above 75%. The patient was advised to restart the handset more frequently and monitor the issue, with follow-up support offered and a future appointment scheduled. It was unknown if the connectivity issue was resolved.